Event description:
Cardiologist was attempting to do cardiac ablation for atrial fibrillation. Two of the catheters used for the procedure were defective. The product rep was in the room for the procedure and tried troubleshooting the echo machine for the first catheter. A second catheter was obtained and it too did not work. A second product rep came to assist with troubleshooting this catheter. A third catheter was obtained and that one did work. They were able to successfully do the ablation. Please note that these were reprocessed catheters that malfunctioned or did not work.